Event description:
It was reported that the customer was having high blood glucose and insulin pump alarmed no delivery. Customer's blood glucose was at 300's mg/dl however customer stated he was not sure. Troubleshooting was done. Customer was advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.